Event description:
Patient heard a pop a couple of weeks ago and followed up with the surgeon. The patient's left knee was revised due to instability of the knee itself, soft tissue.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were sent to drexel implant research center. The surgeon and hospital will not provide any further information or documentation. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time.

Event description:
Patient heard a pop a couple of weeks ago and followed up with the surgeon. The patient's left knee was revised due to instability of the knee itself, soft tissue.